Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened (creased) down button dome switch. No unlocked lcd keypad connector noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons not responding up and down arrows. The customer¿s blood glucose level was 170 mg/dl at the time of the incident. The insulin pump will be returned for analysis.